Event description:
The pump was received at a baxter service center with a note stating "turns on/off itself" attempts were made to obtain additional information from the reporting facility, but no contact was made at this time. No additional details are available.